Event description:
Reporter indicated that a dell handheld computer screen was freezing. Follow up with the treating physician after the use of a new handheld computer, indicated that the problem persisted. It was identified that the screen was not freezing, but communication with pt's generators was not possible. After a different wand was substituted, communication errors cleared. Good faith attempts for add'l info and product return have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.